Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in a cystoscopy procedure performed on (B)(4), 2010. According to the complainant, the patient's medical history includes spina bifida, which made positioning the patient difficult for this procedure. The retrieval basket was successfully positioned in the patient's urinary bladder, however the retrieval basket failed to open. The event occurred prior to stone retrieval. When the physician removed the device to investigate the problem, a broken basket wire was noticed. The broken wire did not detach inside the patient. The procedure was successfully completed with an alligator grasper. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used in a cystoscopy procedure performed on (B)(6), 2010. According to the complainant, the patient's medical history includes spina bifida, which made positioning the patient difficult for this procedure. The retrieval basket was successfully positioned in the patient's urinary bladder, however, the retrieval basket failed to open. The event occurred prior to stone retrieval. When the physician removed the device to investigate the problem, a broken basket wire was noticed. The broken wire did not detach inside the patient. The procedure was successfully completed with an alligator grasper. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
The complaint event could not be confirmed. The device was returned with the basket open, sheath and basket wires kinked/bent, and the sheath split at the distal end of the device. All four basket wires were intact, and the handle was able to retract and deploy the basket when actuated. Therefore, the most probable root cause for this complaint is not confirmed. The secondary most probable root cause for the sheath damage and kinked basket wire is operational context. It is also noted that a split sheath and/or kinked/bent basket wire and sheath are not medwatch reportable conditions.